Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that when the broken part of the sealing tube was pushed in, bubbles formed, causing deformation, and then it broke. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter aneurysm is confirmed; however, the exact cause is unknown. One video of a 4fr sl groshong clearvue catheter was returned for evaluation. An initial visual observation of the video showed the catheter implanted in a patient. The clinician was attempting to infuse the device, and a small ballooning of the extension tubing near the molded joint was noted. The tubing appears to be abnormally elastic. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures that strain the catheter material beyond rated performance levels. No other damage could be seen on the returned video. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.